Event description:
Patient reported unknown side "consequent liquid spillage," and "remove of the device." The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Clarification to affected device information: device information with lot number : 2941665; catalog number: n-tsf345 and device information with serial number:(B)(6) ; lot number: 3028517 and catalog number: n-tsf345, were both provided however the sides were not identified to/or assigned to the provided affected side.

Event description:
Patient reported unknown side "consequent liquid spillage," and "remove of the device." Patient representative additionally reported ¿started to feel pain between chest and right axillary region¿, ¿reactive lymph node suggestive of silicone in right axillary region¿, ¿pericentric lymphadenopathy on the right, in the axilla¿, and ¿still suffers from lymphopathy as a result of the rupture of the prosthesis." The device has been explanted.

Manufacturer narrative:
The event of lymphadenopathy and migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative additionally reported ¿started to feel pain between chest and right axillary region¿, ¿reactive lymph node suggestive of silicone in right axillary region¿, ¿pericentric lymphadenopathy on the right, in the axilla¿, and ¿still suffers from lymphopathy as a result of the rupture of the prosthesis." The device has been explanted.